Event description:
Information was received from a healthcare professional (hcp) regarding a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt is needing an MRI. Caller is doing a risk assessment and inquiring about scan eligibility (see related case (B)(4)). Caller does not know when pt's 2018 interstim system was explanted but stated they think it may have been removed because the pt "felt like it wasn't working" although caller stated they are not positive about this. Caller does not know name of explant surgeon. Caller does not know the follow-up hcp's name. Additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed as it was causing the patient pain. They clarified that by "felt like it wasn't working" they were referring to symptom control (not a device malfunction). It is unknown if this was caused by normal battery depletion and the cause of the device not working was unknown. The steps taken were reported as "device removed" and the current status of the device is unknown.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1rv2z, implanted: (B)(6)2018, explanted: product type: lead b3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.